Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective system component. The 23138 fault indicates either that motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected. The usm was replaced to resolve the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 had a failure. The technical service engineer (tse) checked the event logs and identified a failure record in arm 1. The tse instructed the customer to perform the emergency power off (epo), which the customer had not done. The tse has no information about the functioning of the system and whether the customer will shut down the system due to this failure. The tse concluded that even if the system returns to operation, it will be necessary to replace usm 1. The customer reported that after the procedure was completed, the epo was performed, and the problem was resolved. The failure with arm 1 did not occur again. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the logs, the error 23138 was found indicating hall edge to edge fault on universal surgical manipulator (usm) 1, axis 2, confirming the fault occurred in the field. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the pitch chipencoder virtual absolute (cva) with error 23138/ 23118 (p1=2). During testing, the pitch cva was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electronic/fiberoptic defect pertaining to the pitch cva of the usm.